Event description:
Customer reported that after transporting the patient from the operating room to the ICU, the css console comdu alarm light and audible alarm for the monitoring computer were activated, even though the computer was operating as intended. The computer was rebooted and continued to operate as intended, but the audible and visual alarms continued to activate. The patient was switched to a backup css console. There was no patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console function. The audible and visual alarms were activated when no alarm condition existed. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.